Manufacturer narrative:
Qc on the day of the event did not exhibit imprecision and was within the lab-established ranges. Qc was not run after the event due to the calibration failing. Previous run patient samples were not re-run to confirm accuracy back to the last acceptable qc run. Bec hotline suggested the operator replace the na reference electrode, but the operator deferred this troubleshooting to the day shift on monday (B)(6) 2013 (this laboratory is closed on the weekend). On (B)(6) 2013, the customer contacted their bec field service engineer (fse) directly. The fse replaced the carbon bridge to resolve the issue. Failure mode of this event was the carbon bridge.

Event description:
A customer contacted beckman coulter to report that the unicel dxc 600i synchron access clinical system generated false low sodium (na) results for approximately twenty (20) patients. The results were not reported out of the laboratory. When the low na results were noticed, the samples were re-tested on another dxc analyzer in the customer's lab and those results were reported. Multiple attempts were made to obtain the results generated in this event, but the customer did not provide. Upon callback on (B)(4) 2013, the customer supplied one verbal example of an original na result of 134mmol/l that repeated as 139mmol/l on the other dxc instrument. This example exceeds the assay precision claim by 1mmol/l. The customer later stated that the results were 9-10mmol/l low. There was no death nor injury reported in connection with this event.